Event description:
As reported by the user facility (translation of user facility info by bbm sales organization in (B)(6)): stop of the infusion. Drug and concentration: 5fu, 1300 mg - 27 mg/ml. Date and time of filling: (B)(6) 2013 - 12h00. Filling volume: 48 ml. Date and time of the start of infusion: (B)(6) 2013 - 16h. Date and time of the end of infusion: (B)(6) 2013 - 16h. Pump connected with needle hubert. Brand of the drug: (B)(6).

Manufacturer narrative:
(B)(4). We received 1 used (quarter filled) easypump ii lt 60-30-s without packaging. The received sample was subjected to a visually examination. Damages were not detected. In as-received condition the white clamp was closed. The original wing cap was not assigned by the customer, the sample was closed with a red combi stopper. After opening the top cap and removing the closing cone, we detected no crystallized drug residues at the filling port (lli-cone). Crystallized drug residues outside of the sample were not detected. We detected air inside the triangle tube or microbore tube (behind the vent filter) and air inside the flow restrictor at the used sample. Furthermore we detected no residues of fluid inside the lla-cone of the pt connector. In addition the sample was filled with nacl 0.9% up to the nominal volume ((B)(4)) and taken to a functional test, respectively leak test, in a period of (B)(4). After removing the red combi stopper and waiting for a while ((B)(4)) the used pump did work (solution was running). Leaks were not detected. Furthermore, we tested the flow rate of the received sample. (B)(4). We have informed our production site accordingly. We did check system for the easypump ii, product code (B)(4) (lt 60-30-s), batch #2d2428ee12, found that this batch was manufactured on 04/24/2012. This batch was normal production following the mfg process instruction and the result found that: from 100% checking, block test during main assembly process to observe if there were any air bubbles coming out in water with 15% alcohol after filling air into pump, found no detect of blockage in this process. Fill water test ((B)(4)) sampling using nacl 0.9% both in-process inspection before sterilization and final inspection process after sterilization, found no detect of blockage in this process. Flow rate test: sampling (B)(4) from in-process inspection to flow rate test ((B)(4)), found that the samples are with in specification. Sampling (B)(4) from final inspection process after sterilization to flow rate test ((B)(4)), found that the samples are within spec. The production process followed the mfg process instruction. There is no any mfg error concerning to this batch of such product. However, during the mfg process no any error concerning the leak at valve issue for this batch. This can be confirmed by we have control processes to ensure the pump no detect blockage above description. The mfg did not found any error that concerning blockage and MFR have process for occlusion checking. So we confirmed that this lot was process according to product spec. We assess this complaint to be not justified.